Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2013, the patient requested removal of the titanium sternal locking plate after stating she experienced an allergic reaction to the titanium after a year of placement. The plate was implanted the previous year, on an unknown date, at a different facility.this is report 1 of 15 for complaint (B)(4).